Manufacturer narrative:
This device (lot 13196327) is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.

Event description:
A male with three vessel disease enrolled in the study. The procedure was conducted in 2007, for unstable angina pectoris. A lesion in the proximal rca was treated with a 3.5 x 13 mm cypher stent. The lesion was an in-stent restenosis of a previously implanted 2.75 x 23mm cypher stent. Ck at 6-24hrs post procedure was elevated less than two times upper normal levels. Baseline cardiac ck was not reported. Post procedure, event of femoral hematoma was reported as unrelated to the cordis products but highly probable to the index procedure.